Manufacturer narrative:
(B)(6). Exec summary - no physical samples were received; the investigation was performed based on the images provided. The root cause cannot be determined for the hub separation at this time as the issue is unconfirmed but for the shield damage bd was able to confirm the customer¿s indicated failure. A review of the complaint lot history check was performed and this is the 1st related complaint for needle hub separates and for shield damaged on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Samples returned - no physical sample device returned. Photos - there were no images returned showing a syringe with its needle hub separated from the body of the syringe. Customer returned an image showing a loose syringe. The syringe does not feature a needle shield and has a bent needle. The remnants of a needle shield are also featured in the image, showing only the bottom ring of the needle shield while the rest of the shield has been torn off. It is possible the damaged needle shield belongs to the syringe without one, but this type or degree of damage would not be expected in normal circumstances. Manufacturing (holdrege) will be notified of this issue. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd syringe 0.5ml 31ga 8mm hubs separated from the device and had damaged product issues. The following information was provided by the initial reporter : the consumer reported difficulty removing needle shield lead to needle hub separation and damaged needle shield. Date of event : (B)(6) 2021. Samples : not available.